Event description:
The physician was placing a balloon catheter down through three stents from another manufacturer, and two zilver stents in the popliteal artery, when the catheter became caught on one of the zilver stents. The physician applied more force in an attempt to advance the catheter past the stent, but the stent was pulled into itself and fractured. Another stent was placed inside it and the procedure was concluded.

Manufacturer narrative:
H3: further information relative to the details of the event have been requested from the representative who was present in the procedure.